Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4). The initial report for this event was submitted with an incorrect MFR report number. The initial report is being re-submitted with the correct MFR report number.

Event description:
The rv lead was revised due to high impedance. During revision it was noticed that the lead wasn't connected correctly to the header of the device. Reconnecting the lead to the device resolved the issue.